Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Concomitant medical products: vanguard interlok femoral component, catalog # 195205, lot # 853530; vanguard xp tibial bearing, catalog # 195334, lot # 878100; vanguard xp tibial bearing, catalog # 195404, lot # 575580. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient suffered radiolucency a year post implantation.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event cannot be confirmed. No products were returned as they remain implanted and no surgical notes were provided. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient suffered radiolucency a year post implantation.